Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large needle driver instrument to perform failure analysis. The instrument was found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring roughly 0.19" x 0.06¿ in size. The mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal. Additional observation(s) not reported by site: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.23¿ - 0.11¿ in length and are not axially aligned with the tube axis. Material was not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The probable root cause is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula.

Event description:
It was reported that a large needle driver instrument had a broken end. There were no report of patient involvement and no reported injury.